Event description:
A customer informed olympus that during reprocessing, the evis exera iii duodenovideoscope had a leak at the distal tip. Upon inspection and testing of the customer returned device, it was observed that there was a crack in the c-cover. This report is being submitted for the crack in the c-cover. There was no harm or user injury reported due to the event. No additional information has been obtained.

Manufacturer narrative:
The device was returned and inspected, identifying the crack in the c-cover, due to physical stress (caused by handling). The investigation is ongoing, and a definitive root cause of the of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. Initial reporter occupation: title: biomedical technician. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the hold ring was impacted from the distal end (distal portion) side, which caused the phenomenon. The following verbiage is identified within the instruction manual, which may have prevented the phenomenon: ¿important information ¿ please read before use: precautions: do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance of this device.